Event description:
During routine preventive maintenance (pm) testing of an infusion pump the device failed the 30 psi occlusion test at 54psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. There was no patient involvement.

Manufacturer narrative:
During routine preventive maintenance (pm) testing of an infusion pump the device failed 30 psi occlusion test result at 45psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. A device history record (DHR) review showed no similar complaints reported. The failure analysis confirmed a faulty pressure sensor as the root cause of the issue. To resolve the problem, the pressure sensor was replaced. Following the repair, the device underwent occlusion testing and successfully passed. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint #(B)(4).